Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Product manufacturer reference number: 1627487-2019-09568. It was reported that the patient had an infection. As a result, the system was explanted on (B)(6) 2012.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of all implanted devices. Based on the documents reviewed, the source of the infection could not be conclusively determined.